Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for 00515018201, lot number 63410245, identified no relevant deviations or anomalies. The returned product had particulate on the packaging. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least 19. Based on the attached pictures, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. The unit was received with sealed packaging. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a package defect. A stain was found on the product. Loose particulate (foreign substance) was found larger than 0.60mm2 and a hair like substance was found in the sterile package. No adverse events have been reported as a result of the malfunction.